Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported during laser assisted cataract procedure two cases had anterior capsule rents with almost no instrument manipulation. Both of the capsulotomy were more irregular than normal with tags and some small strands hanging off. Additional information has been requested.

Manufacturer narrative:
The company service representative arrived on site the same day and examined the system with no problems found. The company service representative observed surgery and no further issues were reported. The system was then tested and met all product specifications. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4)